Manufacturer narrative:
An event regarding altr involving an accolade (127 deg) size 2.5 was reported. The event was not confirmed. Method & results: -device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. -medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the event could not be determined because the device was not returned for evaluation and further information such as pre- and post-operative x-rays and the operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient showed up to the ER with a dislocated hip status 7 years postoperatively. After evaluation surgeon suspected abductor damage due to corrosion. Patient was revised. All components were well fixed. There was minimal corrosion noted. The femoral head was well fixed to the stem and required several blows with a bone tamp and mallet to remove. There was minimal corrosion noted and no metal staining of the soft tissue noted. There was a significant adverse local soft tissue reaction noted in the abductors. The liner was replaced with a constrained insert and a new sleeve and head were implanted. The stem and cup remained intact in the patient. The operation was completed successfully.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient showed up to the ER with a dislocated hip status 7 years postoperatively. After evaluation surgeon suspected abductor damage due to corrosion. Patient was revised. All components were well fixed. There was minimal corrosion noted. The femoral head was well fixed to the stem and required several blows with a bone tamp and mallet to remove. There was minimal corrosion noted and no metal staining of the soft tissue noted. There was a significant adverse local soft tissue reaction noted in the abductors. The liner was replaced with a constrained insert and a new sleeve and head were implanted. The stem and cup remained intact in the patient. The operation was completed successfully.